Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported the monitor did not trigger an alarm. It is unknown if the device was in clinical use and there was no adverse event reported.

Event description:
It was reported the monitor did not trigger an alarm. It is unknown if the device was in clinical use and there was no adverse event reported. No further information regarding the reported issue were available at the time of the reporting decision. Bench repair was cancelled.

Manufacturer narrative:
H3 other text: not returned.